Manufacturer narrative:
Result: missing scale assembly module.

Event description:
It was reported by service report that the footboard was missing the scale assembly module. No pt involvement or adverse consequences were reported.